Event description:
The user facility reported a patient of unknown age and gender was implanted with an impella 5.5 device for mechanical circulatory support. During support, a fluid leak was noted from the purge filter. A purge bypass was subsequently completed and support with the implanted pump was maintained. There was no patient harm.

Manufacturer narrative:
The pump was returned; however, the sidearm was not attached and thus an evaluation related to the reported issue could not be completed. Upon conclusion of the investigation, a definitive cause for the noted leak could not be established. Per the IFU: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant also reported that the placement signal failed without mobilizing the patient. As a result, neither the placement curve nor the left ventricle curve was visible on the screen.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Placement signal not reliable alarm reproduced when plugged into aic. Removing biomaterial from the sensor did not resolve the placement signal issue. Optical continuity testing revealed fiber damage at the catheter kink next to the kink protector. Therefore, it was determined that the cause of the optical signal issue was a damaged optical fiber line. All pertinent information available to abiomed has been submitted at this time. B5. Updated to include optical signal issue description. H6. Updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2023-04318. B7. Other relevant history, including preexisting medical conditions updated. D3. Updated. D6.a. / d6.b. Updated. D10. Concomitant medical products and therapy dates updated. F6. And f8. Should have been left blank on the initial report. G1. Manufacturing site name, email, and address updated.